Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reviewed, and failure to advance the steerable guide catheter (sgc) appears to be related to patient morphology/pathology. The reported hemorrhage and hypotension were related to patient¿s preexisting condition and procedural circumstances. The reported patient effects of hemorrhage and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hemorrhage and hypotension. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the transseptal puncture was successfully performed, the physician noted that the right femoral vein was bleeding more than usual at the access site. The decision was made to insert the steerable guide catheter (sgc); however, due to a rigid septum, the sgc was unable to cross. The bleeding in the right femoral vein increased; therefore, the physician decided to remove the sgc and surgically fix access of the vein, which caused a clinically significant delay in the procedure. After closing the right femoral vein, the physician decided to obtain access through the left femoral vein. Transseptal puncture was performed again, but the left femoral vein started to bleed more than usual at the access site. The physician decided to continue the procedure. The sgc was advanced and passed the septum successfully. The clip delivery system (cds) was advanced; however, shortly after, heavy bleeding occurred at the left femoral vein, which caused hypotension. Manual compression was performed for treatment. The sgc and cds were removed and the procedure was discontinued. The mr remained at a grade of 4 and the patient was transferred to the intensive care unit. No additional information was provided.